Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the dilator became stuck in the sheath. It was reported by biosense webster inc. (Bwi) representative that the physician stated having trouble with the dilator when setting up the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and also having trouble getting the dilator out. The caller stated that lead was needed to be used to visualize that everything was safe with the sheath. The case continued. There was no patient consequence. Additional information was later received indicating the physician said that it was difficult to remove dilator from sheath. They were able to remove the dilator from the sheath with the use of x-ray. X-ray was used to visualize safe removal of dilator from sheath.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Manufacturer's ref. #(B)(4). Correction: in the 3500a initial medwatch report, it was reported that this event was MDR reportable for an ¿introducer stuck within the sheath¿ issue. However, during an internal review of this event on (B)(6) 2021, it was noticed that this event should have been assessed a ¿resistance with sheath¿ issue instead of an ¿introducer stuck within the sheath¿ issue. The issue of ¿resistance with sheath¿ is not considered to be MDR reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event will no longer be considered to be MDR reportable since the issue of ¿resistance with sheath¿ is not an MDR reportable issue. The h6. Medical device problem code was updated from ¿failure to advance (a150204)¿ to ¿device-device incompatibility (a1702)¿.